Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had black line on screen. The customer¿s blood glucose was unknown. Offered customer's mother cot insulin pump but they declined. The devise will not be returned for analysis.